Event description:
Reporter stated that customer received the following results on the advantage system within 2 minutes: 1.5 mmol/l and 5.4 mmol/l. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the customer has indicated he will not return them.

Manufacturer narrative:
The event occurred in (B)(6): device will not be returned.